Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specifications. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No grey display or lost of settings noted. Device communicated properly with test guardian link transmitter. No lost sensor alarm noted. Device received with the audio alert functioning properly. No audio alert anomaly noted. No pump error 63 alarm noted during testing or listed in device history. Device received with scratched case and pillowing keypad overlay. The p-cap does lock properly. Device received with corroded battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump normally green antenna goes grey and he looses all of his readings. A sequence of other alarms when signal was lost, insulin pump has done this several times. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.